Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with restricted posterior leaflets. Multiple grasping attempts were made. Upon repositioning and regrasping, a leaflet tear occurred. Subsequently the clip was removed from the patient and the procedure was concluded with no change in mr and no clips implanted. There was no clinically significant delay in the procedure and no additional information was provided.